Event description:
It was reported that steam pop occurred when ablating in the apex of the heart. The patient had a tamponade and was taken to the operating room to have the perforation repaired. The patient was stable, but remained in the hospital. A vt ablation was being performed.

Manufacturer narrative:
Additional information provided stated that stockert generator power was set to 35 watts in power control mode and the cool flow pump flow rate was 30ml/min. Biosense webster field service engineer contacted the ep staff who stated that the adverse event was not a result of failure or biosense webster equipment. Product was discarded by customer. Bwi concomitant products used during the procedure: carto xp system, model no.: m-4700-01, cool flow pump, model no.: m-5491-02.